Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad japan destination therapy study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that, in addition to low flows, the patient experienced chest discomfort and shortness of breath. The patient had ventricular tachycardia, and sinus rhythm was restored by cardioversion. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated that the patient had a history of ventricular fibrillation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, ph armacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized due to having chest discomfort and shortness of breath with decrease flow. Sinus rhythm was restored by cardioversion. Coronary computed tomography was performed with no abnormal observation found. It was further reported that the patient had ventricular tachycardia and no medication or treatment was given. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.